Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-05654. The patient had an scs system including two leads (from the same lot) for off-label use. It was reported one of the patient's leads had eroded through her skin. As a result, the patient underwent surgical intervention. During the procedure, the lead and ipg site were found to be slightly red. The lead and ipg site were also found to be infected. Pus was also present at the lead and ipg site. Next, the patient's scs system was explanted. In turn, cultures were taken and the patient was given antibiotics.